Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during cleaning conducted at the user facility the head of the device was found broken off. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning at the user facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during cleaning conducted at the user facility the head of the device was found broken off. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning at the user facility, there was no patient involvement and no delay to a surgical procedure.